Event description:
It was reported that the patient complained of chest pain. The right ventricular (rv) lead exhibited high threshold. Imaging confirmed that the rv had perforated the ventricle. The rv was removed without incident, and the pacemaker was reprogrammed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.